Event description:
Dealer stated that the end user reported that their 3gtq-mcg power chair works in the home but when they go outside the chair stops, the joystick goes completely black and chair will not start up unless end user warms it up in their van. Dealer could not duplicate the issue.